Event description:
It was reported through the attorney for the patient, as a result of a legal claim, that allegedly "on (B)(6) 2010, the patient underwent a surgical procedure to repair a right humeral shaft segmental fracture sustained as a result of a fall which occurred on (B)(6) 2010." It was further reported that, "approximately 2 months post surgery the patient experienced increased pain in her right upper arm." Patient underwent an additional surgery on (B)(6) 2011."

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time. The devices are not available due to the ongoing litigation.